Manufacturer narrative:
G4: 20feb2020 b4: (B)(6)2020. H11: b5: problem description corrected: ventilator will not t turn on. The manufacturer's international service technician evaluated the device and could not confirm the issue. However during evaluation, they found the tidal gas monitoring issue is low and the value is not accurate the flow sensor was replaced to resolved this problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/10/2020.

Event description:
An unknown malfunction was reported. The ventilator would not boot up. There was no patient involvement. The manufacturer's international service technician evaluated the device and found the tidal gas monitoring is low and the value is not accurate. The service technician replaced the flow sensor and the problem was resolved.